Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Age/date of birth - ni, weight - ni, implant date - na, explant date - na.

Event description:
It is reported that during impaction of the humeral head, the impactor fractured. No patient injury occurred.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned. The visual inspection identified that the tip of the impactor has fractured off. There were scratches and nicks on the shaft of the impactor indicating previous use. It was also noted that the product had an approximate field age of 2 years. Fracture analysis was performed to determine the mode of failure. Per the fracture analysis, the fracture surface artifacts suggest that there was a rotational torsion overload fracture. The shaft was bowed and the strike plate has numerous deformations, which suggest heavy use and wear. The instrument's threaded tip section is still lodged in the black polymer tip which shows a round granular fast-fracture section on the center which suggests rotational torsional overload fracture. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. It was also noted that the instrument exhibits heavy use which may have been a contributing factor. However, a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.